Event description:
The facility's biomedical engineering department reported a colleague pump that was "not infusing" during pt use. The facility's risk management department reported that the pump was used on a postpartum pt with pregnancy induced hypertension who was on magnesium sulfate therapy. Channel a was infusing unknown "IV primary" fluids and magnesium sulfate as a piggyback at unknown rates. Channel a alarmed "pump failure" and the nurse noticed that the medications were not infusing. The risk management reported that the pt was found to have IV line clotted and the IV line was discontinued after the event. The risk management stated that no medical intervention had been required and no sequelae resulted. According to the risk management, the pt was discharged home after the event. Despite baxter's efforts to obtain add'l info from the facility's risk management department, details were not available regarding pt's demographics, status, other medications involved, type of the failure, or set up of the infusion device.